Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required revision due to infection. The patient had purulent discharge around the pump with a positive bacterial swab. Incision and drainage were performed. Upon separation of the pump from the scrotum, the device was tested and the was cycling only a few times, collapsed and partially inflated. The device remains implanted. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information the titan touch implanted on 05/08/2022 and revised due to infection. The patient received inflatable titan 3 pieces on 22/5/2022, reservoir was filled with 65ml. The device was checked many times intraoperatively. 5th week post operation, he had purulent discharge around the pump. The device was working perfectly. Patient admitted as wound infection, he had no penile pain or sign of sepsis. Swab culture grew k.pneumoniae. The device kept fully inflated, patient was taken to theatre for incision and drainage, upon separation of the pump from scrotum, the device was tested and was pump was cycling only few times and not return back, kept collapsed, the device was partially inflated. Titan touch pump and two cylinders were received. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Correction: item number, UDI number, catalogue number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.